Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported the week of (B)(6) 2016 the patient started experiencing pain and swelling/puffiness at the implantable neurostimulator (ins) site. The patient went to their primary care physician who put them on steroids two days ago and antibiotics on (B)(6) 2016. The consumer wasn't with the patient so they were unsure whether the patient felt stimulation or if the unit was working, so they wanted to have the unit checked by the manufacturer's representative (rep). Relevant medical history includes other chronic/intract pain (trunk/limbs).

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.